Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the cardio-thoracic surgery, high impedance, failure to sense and loss of pacing were observed on the right ventricular (rv) lead. The physician suspected that he created an issue with the lead when placing epicardial wires to a temporary pacemaker as a backup. The patient was stable and waiting for lead reposition procedure.